Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the device data logs confirmed the occurrence of an internal battery error and revealed the occurrence of an external battery communication error. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the reported internal battery error was a battery controller software issue and the external battery communication error was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.